Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when testing the valve intraoperatively, a leak was noticed. It was stated there was no patient injury.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, pressure flow, pre-implantation, and leak testing. However, it did not meet the requirements for reflux testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.